Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient did not experience asystole as a result. Surgical intervention was undertaken. This rv lead was surgically abandoned and replaced. The return of the product is not expected. No additional adverse patient effects were reported.